Manufacturer narrative:
A medtronic representative went to the site to test the system. The system then passed the system checkout and was found to be fully functional. The rotor was not aligned correctly, the representative used the ratchet and aligned the rotor. The system performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while at an rd facility, the system would not fully close the gantry. Technical service had the representative tried and physically close the gantry by squeezing without resolution. Then having her reboot the system. Would call back if that doesn't work. The issue was later resolved. There was no patient present.